Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged and dropped into the right ventricle. During revision, once lead was moved and the helix was extended again, the lead exhibited high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.